Event description:
The customer reported that an 840 ventilator had a blank scree. Device was not being used on a pt when event occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and the backlight inverter pcb. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).